Event description:
The customer reported that the system's right foot extension lever release was jammed up inside the extension housing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep feed the right foot extension release lever from the extension housing. The system was tested and found to be working as intended and put back in service.